Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one catheter segment was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported material deformation issue as it was noted that the distal end of the catheter was flattened and it was elliptical in shape. An in-house syringe was attached to the proximal end of the catheter segment and was patent to infusion and aspiration without issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during port placement procedure, the catheter tip allegedly compressed flat. It was further reported that the physician allegedly had to cut the compressed catheter tip to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that during port placement procedure, the catheter tip allegedly compressed flat. It was further reported that the physician allegedly had to cut the compressed catheter tip to complete the procedure. There was no reported patient injury.